Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges particles in the tubing/chamber of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After receiving notification that maximum attempts were made to retrieve additional information regarding the reported complaint, it was noticed that the information received in the initial complaint was for a replacement device. This notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Information indicates that this is a repaired device and does not contain the sound abatement foam referenced in the recall. No report will be filed with any regulatory agencies at this time. MDR-2518422-2023-11246 was reported in error as this device is not related to the recall and there was no allegation of serious patient harm or injury. Section h7 and h8 updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges particles in the tubing/chamber of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges particles in the tubing/chamber of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was 21 error codes found. The manufacturer service center concludes that they there was visible foam degradation and secondary findings were observed. Box: d and h has been updated.